Event description:
It was reported the device exhibited an alarm. The event occurred while in use with a patient. No adverse patient effects were reported by the customer.

Manufacturer narrative:
D4: UDI, g4, b3 unknown. One device was received for evaluation. Visual inspection found the device to be in good condition. A review of the device¿s event history log found a record or an nda alarm. Functional testing was conducted. Upon review, the reported problem was unable to be duplicated or confirmed. It was determined it was possible the downstream sensor was defective. To address the issue the downstream sensor was replaced as a preventative measure. The service history review identified no indication that the complaint was related to a service of the device within the review period.